Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not using the 670g insulin pump therefore auto mode was not active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer reported that the insulin pump had blank display. Customer was unable to troubleshoot for high blood glucose level due to blank display. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.